Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error on her daughter's insulin pump. The customer's blood glucose was 289 mg/dl. The customer stated that she was having trouble with her pump, and the numbers were rolling. The customer stated that she tried three brand new batteries, and each time the numbers kept scrolling. The customer stated she noticed for the last few months, the calculation has been off. The customer stated that this has happened more than once. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The bolus wizard functioned properly per bolus wizard sample user guide. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.